Event description:
It was reported that during an unk procedure, the staple line was incomplete. The surgeon thinks that the tissue may have been too thick for the cartridge selection and he should have used a green one. The case was completed by hand suturing over the staple line. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.